Manufacturer narrative:
Electrode belt (B)(4) was not able to be functionally tested due to the biohazard contamination. Visual inspection of the device confirmed that the electrode belt trunk cable connector was cracked. It is possible that the cracked connector may have caused the "check therapy pad" messages that were present in the patient's flag files. Electrode belt (B)(4) was returned to zoll manufacturing corporation in a biohazard condition. No testing could be run on the electrode belt due to the biohazard condition of the belt. The patient alleged that the belt had a severed wire. Based on the patient's flag files. It is possible that there was a device malfunction that was causing frequent "check therapy pad" messages. The root cause for the alleged severed wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that the electrode belt had a damaged cable.

Manufacturer narrative:
Electrode belt sn (B)(4) was returned to zoll manufacturing corporation in a biohazard condition. No testing could be run on the electrode belt due to the biohazard condition of the belt. The patient alleged that the belt had a severed wire. Based on the patient's flag files. It is possible that there was a device malfunction that was causing frequent "check therapy pad" messages. The root cause for the alleged severed wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that the electrode belt had a damaged cable.